Manufacturer narrative:
The reported issue of bottle side (upper) pressure sensor failure was confirmed and replicated during testing. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the pressure sensor and dim segment on display board. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the pressure sensor. A review of the device history record showed the device had a manufacture date of 03 jul 2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had the error code 240.4150. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the device has been received and an evaluation is pending.

Event description:
It was reported that the device had the error code 240.4150. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had the error code 240.4150. There was no patient involvement.